Manufacturer narrative:
H.6. Investigation: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. From this information it is not possible confirm the complaint.

Event description:
It was reported that the stopper on the bd plastipak¿ luer-lok¿ syringe plunger was loose. The following information was provided by the initial reporter, translated from portuguese to english: "bd plastipak, the plunger rubber is loosely fitted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on the bd plastipak¿ luer-lok¿ syringe plunger was loose. The following information was provided by the initial reporter, translated from portuguese to english: "bd plastipak, the plunger rubber is loosely fitted."